Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the right axillary artery using the pre-close technique via a 14f sheath hole prior to an impella percutaneous coronary intervention (pci) procedure. The sutures of two prostyle devices were successfully placed. The impella pci procedure was completed using the same 14f sheath. Reportedly post procedure, a suture break occurred during knot advancement. A covered stent was used to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1 correction: adverse event removed. B2 correction: required intervention removed. B3, b6 correction: dates updated. E3 correction: occupation updated from na to physician. E4 correction: initial report sent to FDA updated from no to yes. H6 correction: health effect - clinical code 1888 removed; health effect - impact code 4641 removed. D4: a partial UDI was provided as the lot number is not known.

Event description:
User facility medsun report received that states: "14 french sheath removed from the right axillary artery site and perclose suture closure device x 2 attempted to be deployed. Unfortunately, sutures of one of the perclose suture closure devices broke and only 1 device could be deployed. I therefore performed balloon tamponade of the axillary artery via right radial artery approach with 10 mm balloon and after 5 minutes of balloon tamponade, angiography of the right axillary artery showed ongoing extravasation from the mid segment of the axillary artery. I therefore deployed a 9 x 39 mm vbx covered stent at 10 atm [atmospheres] and subsequent angiography showed no further extravasation from the axillary artery."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated. H6 medical device problem code: 1494 - incorrect anatomy.